Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 43 mg/dl and 80 mg/dl. Customer was treated with orange juice by mother between the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Section e4: ni - it was unknown if the initial reporter sent report to the FDA.